Event description:
I used a johnson and johnson tough strip band-aid with super-stick adhesive to cover a small cut on my left forearm. It took off a large chunk of skin when I removed it. My dermatologist advised using bacitracin and non-stick pads with tiny pieces of tape. I have been doing this and will eventually be left with a keloid scar.